Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. Device evaluated by MFR.: a mustang balloon was returned for analysis. A longitudinal balloon tear was identified starting 1mm proximal of the proximal markerband and extending 12mm distally. A visual and microscopic examination of the balloon material identified no other issues. The rated burst pressure as per the print on the hub is 24 atmospheres. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28may2020. It was reported that balloon leak occurred. A 6.0 x 40, 75cm mustang balloon catheter was advanced for use. However, it was noted that the device was leaking gas. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.